Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber filled right to the brim because of a problem with the float system. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned mr290 chamber was connected to a water bag to test for float operation. Results: the floats functioned correctly to control the entry of water into the chamber. A lot check revealed no other similar complaints for this lot number. Conclusion: we could not conclude how the reported over filling of the chamber occurred. The returned chamber functioned correctly. (B)(4).